Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that the balloon was incorrectly attached to the lumen during manufacturing, resulting in deformation that prevented the balloon from inflating concentrically. Alternatively, the balloon may have been inflated too rapidly or damaged during device preparation. However, the exact root cause of the issue could not be determined. The IFU instructs the user to slowly inflate the balloons. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 1 of 2 related to the first shunt used in the event.

Event description:
The operator reported that the balloon in the white lumen did not inflate uniformly, resulting in leakage. A second device was opened and exhibited the same behavior. No patient injury was reported. This issue occurred on april 30 and involved lot numbers mpf00001215 and mpf00001245. Note: this is report 1 of 2 related to the first shunt used in the event.